Manufacturer narrative:
As part of the post market surveillance study, olympus personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Re-culturing was not conducted due to the transportation of the sample. Although no reprocessing procedure deviations were observed, the potential cause of the reported positive scope culture is insufficient reprocessing from improper reprocessing procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, ess observation regarding the reprocessing and nelson results. As part of the post market study, an endoscopy service specialist (ess) visited to the user facility on may 06, 2019 to observe the staff¿s reprocessing practice and provide a reprocessing training for the tjf-160vf. The ess observed the reprocessing and there were no deviations noted as all steps in the user manual were followed. The scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to service center for a device evaluation. A visual inspection was performed on the returned device and found a black mark inside the scope. The instrument channel was inspected and found a black mark inside the channel from the biopsy port side. The channel was further inspected and found kinks inside the instrument channel from the bending section side. There is also a kink inside the channel from the control body section. The suction channel was checked and found a black mark inside the suction channel from the suction channel entry. Additionally, the image was checked and the image is working normal. The scope was purchased on march 21, 2006 and the last time the scope came in for service was august 21, 2018. Based on the evaluation service center is unable to determine the root cause of the black marks inside the instrument channel and suction channel. The cause to the kinks inside the channel are due to mishandling. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus will continue to investigate. If additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for the following microorganisms: kocuria rhizophila, micrococcus luteus and kytococcus schroeter after reprocessing. There were no associated patient infections reported.